Event description:
It was reported that the patient presented in ER for chest pain. Perforation was revealed by ultrasound and CT scan. The lead was extracted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.